Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the problem was caused by damage to the image sensor unit or failure of the mounted components on the electrical board due to stress from use, external factors, or handling. The inspection method for the suggested event is described in the operation manual, "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited no image. There were no reports of patient involvement.